Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose was 481 mg/dl and on saturday it was maybe 281mg/dl and current is 133 mg/dl. The customer was also reported that he cannula was bent. The customer treated high blood glucose with manual injection. The insulin pump will not be returned for analysis.